Event description:
The customer reported getting her hand pinched in the decapper module of the lh1500 automation system. The customer reported that a sample carrier containing decapped tube was not exiting out of the decapper module. The customer attempted to push the sample carrier out of the decapper using her hand, by putting her hand into the decapper near the sample carrier. The customer stated that the decapper mechanism activated, and the decapper jaws closed and clamped onto her hand. The customer pressed the pause button on the keypad, removed her hand from the decapper and the sample carrier exited the decapper. The customer was wearing a laboratory coat and gloves at the time of the event. The customer indicated that no skin was broken and no bleeding was observed. The customer sought medical attention, and was prescribed pain medication and put on limited work restrictions.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site for this event. The fse evaluated the instrument and observed the operation of the decapper module as samples were processed. The fse noticed that all sample carriers exited the decapper module without issues and no malfunction was observed. The fse attempted to duplicate the failure without success. The fse confirmed that the customer did not mention of having any instrument error or malfunction when trying to push the sample carrier out of the decapper. Failure mode of the event is attributed to user error; the customer should have pressed the pause button prior to attempting to troubleshoot the sample carrier issue.